Event description:
During a heart study, pt complained of chest pain. Air was detected around the pt's heart. Pt was taken to cardiac cath to remove air, but it had dissipated prior to pt's arrival. A review of the films by the hosp indicated a volume of gas but no contrast. Since the injector indicated that it has injected 90cc, the hosp concludes that 90cc of air was delivered instead of contrast. The injector was programmed to deliver 90cc at 3ml/sec using 100ml prefilled syringes. Hosp reported they believe the extension tubing was not primed prior to the start of the injection by the technician (tube priming generally accounts for an approx 3ml air injection). A co's svc rep inspected the injector 9/4/96 and found it operating correctly. Hosp has requested co to perform in-service training for hosp technicians. Training date was not confirmed at this time. This time.

Manufacturer narrative:
On 9/5/96 co's business unit director spoke with user facility's risk management who indicated that a decision had not been made if the hospital was going to file a medwatch report. She refused to provide co with a copy of their risk management report.